Event description:
It was reported that during a procedure to downgrade therapy from a cardiac resynchronization therapy defibrillator (crt-d) to a pacemaker, the new pacemaker did not pace with the patient's existing non-boston scientific left ventricular (lv) lead and pace impedance was greater than 3,000 ohms in the unipolar configuration. The lv lead was tested with a pacing system analyzer and all measurements were normal. The lead was removed from the pacemaker and re-inserted; however, the issue did not resolve. The patient experienced a short duration (not defined) of asystole due to the event. The physician elected to implant a new crt-d, which was programmed to vvi with no lv pacing and was left deactivated. It was noted that the pacemaker header had appeared slightly abnormal upon observation. The device is expected to be returned to boston scientific for analysis. No patient complications were reported.

Event description:
It was reported that during a procedure to downgrade therapy from a cardiac resynchronization therapy defibrillator (crt-d) to a pacemaker, the new pacemaker did not pace with the patient's existing non-boston scientific left ventricular (lv) lead and pace impedance was greater than 3,000 ohms in the unipolar configuration. The lv lead was tested with a pacing system analyzer and all measurements were normal. The lead was removed from the pacemaker and re-inserted; however, the issue did not resolve. The patient experienced a short duration (not defined) of asystole due to the event. The physician elected to implant a new crt-d, which was programmed to vvi with no lv pacing and was left deactivated. It was noted that the pacemaker header had appeared slightly abnormal upon observation. The device is expected to be returned to boston scientific for analysis. No patient complications were reported. Subsequently, the device was received and analysis completed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Boston scientific essentio devices measure pacing impedance using a different methodology than an external psa. To reduce energy consumption and to ensure that the test signal does not capture the heart, the device uses a very small, subthreshold signal to measure pace lead impedance. On rare occasion, this can result in a higher impedance value than what was obtained with the external psa. This may have been the case with this device. This product passed all testing and no product characteristics were identified that would have caused or contributed to the clinical observations. The observed differences in impedance measurements may have been due to how pacing impedance is measured in this device versus via a psa. We will continue to monitor field reports for similar observations.